Event description:
It has been reported to the MFR by a kimberly-clark sales rep. That the bulb syringes in the birthing packs are crushed or flattened and unable to be used. It has been reported by the user that this becomes a critical issue for them when a newly delivered infant's airway needs to be cleared of mucus. There has not been any reported injuries as result of the product problem. Kimberly-clark has no independent knowledge of the event reported, but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
Lot#: ac8205b. The incident device has not been returned for eval. Investigation is in-process. A f/u report will be sent when add'l info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for add'l investigations.